Event description:
User facility reported that the device was in use with patient (time in use not reported). According to reporter, when the device was checked, the temperature display stated "53 °c" (top output temperature for this device is set at 42°c) and patient had sustained burns on the skin. According to reporter, the device was in use for 30 minutes when the issue was noted. The patient was in supine position with warming blanket covering patient from lower chest to ankles. According to reporter, the patient's temperature was not monitored prior to the procedure nor during the procedure. The patient's cutaneous response was not monitored during procedure. No permanent adverse effects reported as of (B)(4) 2015.

Manufacturer narrative:
(B)(4). Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Manufacturer narrative:
The used warming device and corrugated warming hose were returned for investigation. Visual inspection observed the warming hose missing it's 90 degree elbow connector. Tape was found wrapped around both connecting ends of the tube, acting as what appeared to be a make shift connector for the inlet and outlet fittings. A hole was found in the hose material approximately 3 inches from the inlet fitting. The entire hose was wrapped in a plastic sleeve (sleeve not a supplied item), likely in the customer's hopes of slowing the leak from the hole in the hose. Investigation found the mandatory filter service was neglected. The filter was found covered in a green fibrous dust. The green debris was also found in the plenum outlet and the appliance inlet of the device. During functional testing, the unit was powered on; the device completed its self-testing as designed. The unit's over and under temperature alarms were found to function as intended. A precision thermometer was used to monitor temperatures, all temperatures were found within specification. After 2.5 hours of testing, a secondary non-reported issue was observed. The unit alarmed disconnect, and the blower fan stopped blowing. The device filter was replaced and all the green debris found internally and externally was cleaned from the device. After repair and cleaning, the device was found to function as intended. The reported product fault could not be duplicated during testing. A secondary product issue was observed and believed to be related to a lack of device maintenance.